Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was received that surgical intervention was undertaken wherein the leads were explanted and replaced. Effective therapy was restored post-operatively.

Manufacturer narrative:
Concomitant medical products and therapy dates: medical product: model 3186, scs lead; therapy date: unknown. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer report number: 3006705815-2019-01841. It was reported that diagnostic testing revealed that patient's leads have high impedance on multiple contacts. Surgical intervention may take place to address the issue.